Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Levels implanted: l2/s1 it was reported that the patient presented with metastatic bone tumor and underwent posterior lumbar fusion surgery. Intra-op, when the set screw of s1 was tightened, cross threading occurred. The final tightening could not be performed. The product came in contact with the patient. No patient complications were reported due to this event.